Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient reported that the alleged inaccuracy began "3 weeks prior to the alert date of (B)(6) 2015. At this time the patient obtained a blood glucose reading of "260mg/dl" on the subject meter. The patient informed the csr that they manage their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their usual diabetes management regimen due to the alleged inaccuracy. The morning after the inaccurately high subject meter reading was obtained the patient developed symptoms of "shivering, low vision and an attack of sweating", symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient stated that they self-treated by drinking a "(B)(6)" and consuming "sugar". No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The csr walked the patient through a control solution test and it fell within the control range. The patient's products were requested for evaluation. Although during troubleshooting it was found that the patient's meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began.